Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece iol but it was removed. The pt's eye would not support the iol due to a capsular tear and vitrectomy that had occurred prior to inserting this iol. The incision was enlarged to remove the iol. Another iol was inserted and the incision was sutured. The facility uses a competitor's phacoemulsification equipment.